Manufacturer narrative:
Product eval: a sample is not expected for this complaint. The customer's complaint history was reviewed for the period of (B)(4) 2009 through (B)(4) 2010; this is the first event reported regarding this issue for this facility. As the lot number for the consumable was not provided, a DHR and lot complaint history could not be conducted. Root cause: while the customer did not retain a sample, constellation system message 3426 complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage into the drain bag), leaking may occur at the pump elastomer signaling a system message. Action taken: alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).

Event description:
A customer reported during a procedure, a system message displayed and the system did not aspirate or infuse. The unit was switched out to conclude the procedure following a one hour delay. There was no injury or harm reported during the event. The surgeon continues to monitor the pt. Add'l info has been requested.